Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the cause of death was due to stroke. It was also reported that the customer was having uncontrollable high blood pressure three days prior to passing away. It was reported that the customer was hospitalized prior to death and had removed the insulin pump two days before. It was reported that the customer was suffering from a variety of health issues including diabetes, kidney failure and heart failure. It was reported that the daughter of the customer would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).